Event description:
A baxter service technician reported finding a colleague infusion pump with an inoperable stop key on the pumphead module keypad. This event occurred during product eval. There was no pt injury or medical intervention necessary. No additional info is available. This device is a remediated colleague 2006 pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
During product eval, a baxter service technician found a colleague infusion pump with an inoperable stop key on the pumphead module keypad. This condition was caused by a faulty pumphead module keypad. The pumphead module keypad was replaced to correct this condition. This issue is currently being investigated.